Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer was able to resolve the issue by turning the auto smoke evacuation off high. No site visit was conducted.

Event description:
It was reported that during a da vinci assisted rectopexy surgical procedure, pressure had dropped to zero on numerous occasions while the surgeon was operating. There was no patient harm as a result, however the decision was made to switch to an airseal to continue the procedure. Upon observation of the surgeon's operating technique, it was noted that monopolar energy had been used constantly for long durations at a time with smoke evacuation set to auto mode. It was suggested that smoke evacuation mode be set to high when operating in that manner. The surgeon commented that this issue had not been experienced previously when using an airseal. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the issue occurred between 3:45pm and 4:30pm that day. It happened 2-3 times. Insufflator was discarded. Less than 15 minute delay as they needed to start up airseal and change tubing. There was loss of visualization, but no tissue injury reported. They were able to resolve the issue by changing from auto smoke evacuation to high. The customer still wanted to change to airseal. The issue occurred when operating "quickly" using long periods of monopolar energy during rectal dissection.